Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, hyperglycemia and dka. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia.

Event description:
It was reported that a patient had been hospitalized with diabetic ketoacidosis (dka). Patient was wearing the pod for 36 and 48 hours on the abdomen. When they got to the emergency room they looked at the pod and saw that the cannula was dislodged. The cannula also looked kinked when it was looked at. The patient was treated with intravenous therapy with fluids (water with a little sugar mainly) then afterwards some potassium with water. They replaced the pod so they could give her insulin.